Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to ketones and high blood glucose over 300mg/dl. Troubleshooting was declined as customer stated that there is not a concern with the insulin pump functionality, and the nurse would request more training on the device. The caller mentioned that in the past there was issue with the time and date being incorrect, but they were correct at time of call. It was stated that her blood glucose was treated and she was released. No further information was provided.